Event description:
A consumer reported having essure inserted. The essure procedure took 3 hours due to her uterus being tilted and a lot of fluid. On an unspecified date, consumer started running a fever of 104, bleeding excessively and in a major amount of pain. She stated that her body rejected essure inserts because she is an autoimmune consumer, who has been on steroids daily for 3 months and inserts had to be removed. She also stated that an intervention was required (but it was not specified).